Manufacturer narrative:
Sample was drawn in serum tube with gel separator and centrifuged at 3000 rpm for 5 minutes. Qc is run daily and was in range prior to the event. A system check run in 2009 resulted within specifications. Service was not dispatched for this event. Customer is not questioning instrument performance or any other patient results. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously low accutni results that were generated by the access® 2 immunoassay system. The first run of the sample gave a qns flag (quantity of sample was insufficient) followed by a result of 0.00ng/ml and repeat results were 1.20 and 1.11ng/ml. The erroneous result was reported outside of the laboratory and a corrected report was issued. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.